Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient's 24-hour post-procedure nihss score was 13. The lesion was located in the m1 segment of the left middle cerebral artery. Causality assessment provided as: possible related to procedure and device, not related to disease under study and underlying condition or disease. The rationale for the relationship to system or procedure was that the event occurred after the procedure, so it could not be said to be unrelated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire patient experienced an infarct in a new vascular territory that was detected on the imaging conducted at the h-24 post-procedure follow-up. There was no further action taken. The patent recovered/resolved (B)(6) 2024. The event was not a recurrent or new stroke. The event occurred after the procedure, so it cannot be said to be unrelated, but due to mild symptoms, the patient was discharged after observation without any special treatments. The ae was not related to the disease or underlying condition under study. The ae did not result from a device deficiency. Patient details: mrs score 0 and nihss score 20. Location of proximal face of clot 1: pre-procedure mtici score was indeterminate and the final post-procedure mtici score was 3.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the acute infarction in the left mca territory had a mild hemorrhagic transformation.